Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2017 and since then the patient was unable to connect the ipg with the external device giving a message 'connection problem with the generator'. No additional information available at this time.

Event description:
Additional information received that surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced and therapy was restored after the procedure. Issue was resolved.